Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of air being present in the line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 41173e because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that dehpfree pri grav set 1 ss vlv had air in the line. The following information was provided by the initial reporter: material no.: 41173e, batch no.: unknown. It was reported that two events involving bd smartsite gravity set occurred. Customer response 07-jul-2020: (B)(4). (B)(6) 2020 @ 1720. (B)(6). Gravity set in use in ed setting with fluids running and another medication given through port. Pt went to CT and an air embolism was noted. Pt. Coded and expired later. We don¿t know for a fact that there is an issue but are concerned with 2 very similar events in a short amount of time. Customer response 30-jun-2020: 2 events, 1 pt expired, 1 pt was safely discharged. We do not have the original product to return.